Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Three used products and five images were received for analysis. The images showed a detailed leak area on the tubing connected to the luer. While attempting to replicate clinical use, the tubing from the infusion set was primed using the provided insulin pump syringe backfilled with 10ml dyed ro water, however, no leaks were observed on the three used infusion sets returned. No leaks were observed on the rest of the infusion sets returned. The reported complaint of leakage can be confirmed but not replicated, based on the customer images returned. A probable cause cannot be determined. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was a leak in the seam on the tube and screw cap of needles from this batch, causing infusion fluid to leak out, the leak could be seen in the photos attached. The customer sent 2 used and 6 unused needles, which are available for inspection. The reporter noted that the event took place at home at night, while their daughter was sleeping. The issue continued for about 10 times in the last two months (daily use). There was patient involvement.